Event description:
Refer to medwatch no. 1219856-2007-00131 for the first event involving this patient. It was reported that a second balloon was placed, and that upon insertion into the sheath, the iab began unravel. However, the md managed to push the iab through the sheath. The patient was then transferred to the ICU. In the ICU, blood was found to be present in the line. The patient was returned to the cath lab, & the balloon was removed. A third balloon was placed successfully.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.